Event description:
It was reported that the ilet pump exhibited insulin leakage associated with the reservoir/cartridge connection after supply changes, and the user observed high glucose with a reported value of 359 mg/dl. The device alerted for high glucose, and education was provided on correct supply-change steps. Customer care provided support that included education focused on correct cartridge installation. Investigation of this case revealed a leakage issue consistent with a seal problem localized to the reservoir component. No clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy while the user postponed a supply change until materials were available without medical intervention of hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.